Event description:
Information received indicates, the foot hi/low is drifting.

Manufacturer narrative:
The technician found contamination on the foot hi/low valve. The technician replaced the foot hi/low valve to repair the bed.